Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02865. This report is being submitted as additional information. The external driveline replacement on (B)(6) 2017 referenced in this section was reported under medwatch MFR. Report # 2916596-2017-02015. Approximate age of device ¿ 4 years and 10 months. Manufacturer's investigation conclusion: the reported event of low speed operation events was confirmed through an analysis of the submitted system controller log file. The submitted system controller log file contained approximately 34 days of events from 23sep2017 07:11 to 27oct2017 12:13. The fixed speed was set to 9000 rpm and the low speed limit was set to 8600 rpm. Low speed hazard and low flow hazard alarms were captured on (B)(6) 2017 at 11:58 when the pump speed decreased momentarily to 3110 rpm. Low speed hazard and low flow hazard alarms were again captured on (B)(6) 2017 at 12:01 when the pump speed momentarily decreased to 0 rpm. The pump ramped back up towards the set speed following each event and the alarms cleared when the pump speed reached above the low speed limit. The remainder of this log file appeared to show the system operating as intended; no other atypical events were captured. The low speed operation and motor stopped events occurred while the system controller was connected to the power module with one power lead. Based on our previous complaint experience, this pump stoppage event appears consistent with a potential driveline wire compromise; however, the root cause cannot be conclusively determined through this evaluation. The heartmate ii lvas IFU and patient handbook outline indications of driveline damage as well as how to respond to such events. Information on how to care for the driveline can also be found be found in both of these documents; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon the length of use and movement/flexing over time. The heartmate ii lvas IFU and patient handbook contain information on all system alarms, including the low speed hazard and low flow hazard alarms, and provide guidance on how to troubleshoot the left ventricular assist system and resolve the alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2017, during the patient¿s routine clinic visit, two low speed operation alarms occurred when a grounded power module patient cable was used to connect the lvad to the power module. The lvad was then connected to batteries and the alarm resolved. The patient was asymptomatic. It was reported that the patient has a history of a short to shield issue with the percutaneous lead (driveline) and the external portion of the driveline was replaced on (B)(6) 2017. The patient connects the lvad to the power module 20% of the time with a grounded power module patient cable, and connects to batteries 80% of the time. The patient mostly sleeps with the lvad connected to the power module. No alarms had occurred after the external portion of the driveline was replaced until the clinic visit on (B)(6) 2017. The submitted log file was reviewed by the manufacturer¿s technical services representative and pump stoppages were observed on 27oct2017 while the lvad was connected to the power module. Since the maximum length of the external driveline was previously replaced, it was advised that the patient use an ungrounded power module patient cable when connecting the lvad to the power module, or to connect the lvad to batteries. However, if the driveline issues mature into a phase to phase short the patient may experience pump stoppages. The patient was provided an ungrounded power module patient cable to use when connecting the lvad to the power module.